Manufacturer narrative:
Analysis of the returned instrument resulted in a physical damage failure that was found through functional testing and visual/physical examination. Analysis indicated one of the two prongs were broken from the tip of the instrument and was not returned. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the prong on the inserter broke off from the instrument. The site opted to use a second instrument to complete the subsequent procedure. There was no patient present when this issue was identified. No additional information was provided.